Manufacturer narrative:
The ventilator was evaluated by ventec where the reported issue of it being unable to maintain positive end expiratory pressure (peep would drop below the set threshold) and having low exhaled tidal volume (vte) levels was confirmed. Ventec also observed that the device failed the internal flow transducer (ift) sv-5 timing test. Ventec replaced the ift to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was solenoid valve 5 (sv5) located on the flow board of the ift.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.